Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during multiple procedures in (B)(6) 2018, issues with aspiration occurred. There was no requested vacuum in the system. This usually occurred during irrigation/aspiration, making it hard to remove cortex. The procedures were completed successfully after changing cassette. There was no patient harm. This is one of two reports received from this facility. The alcon reference number is (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The returned wet but unused sample was visually inspected and no obvious defects were found. It should be noted that no surgical debris was found in the cassette, tubing's or drain bag. Since the customer stated that the aspiration issue happened during phaco/cortex or I/a mode, it is most likely that this cassette was not used for this surgery. The returned unused sample was functionally tested; the sample failed to prime and generated a system message code 162. An open void was observed on the aspiration vent reservoir which caused the cassette to fail during priming. The root cause of the customer¿s complaint is related to the molding process where a void between the base and cover of the cassette was not properly molded and caused the cassette to fail during priming. An internal investigation has been opened to address issues of this nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).